Manufacturer narrative:
This follow-up report is being submitted to relay additional information received. D11: concomitant devices: flexible ureteroscope, 2-20 watt holmium lasers this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received from the customer. The fiber was being used with a flexible ureteroscope and a 2-20 watt holmium laser (unspecified brand and serial number) to treat a renal or ureteral stone. The laser settings range was 0.6 joule- 8 joule @ rate of 6 hz.. The fiber broke off at the point it was introduced into the scope. The customer stated " I am confident it may have been inserted at an angle or with too much force. The procedure was completed by replacing the fiber.

Event description:
No new patient or event information has been provided since the last report has been submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. (B)(6). Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends. One device (hlf-s273-hsma, lot number 9305052) was returned for evaluation. Visual examination of the device confirmed length 297.5 cm with 1mm of fiber optic protruding from cladding at the distal tip. Charring was visible on the cladding behind the broken fiber. Edge of fiber was broken at an angle. In addition, customer returned a specimen jar with intent on sending the broken fiber piece for investigation. During check in and investigation fiber tip could not be visualized in the cup. We are unable to determine what happened to the fiber segment. A review of the device history record for this lot number showed no non-conformances. A review of complaint history revealed no other complaints associated with lot this lot number. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions ¿a number of different factors affect the life of any particular fiber, including: improper handling, never subject fiberoptic to sharp bends in handling, use, or storage and discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The assigned likely cause category for this failure mode is - cause traced to user; unintended use error caused or contributed to the event. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a case on (B)(6) 2019, and the tip of the cook® single-use holmium laser fiber broke off into the patient. They were doing a left ureteral stone and they were able to retrieve the tip. It was mentioned that this was a possible use error. There was no unintended part of the device left in the patient's body. No additional procedures were required. There were no adverse effects to the patient as a result of this event. Additional patient and event information has been requested. At the time of this report, no additional information has been forthcoming.